Event description:
It was initially reported that the site's handheld computer was freezing upon interrogation. The issue was resolved with soft and hard resets, but the site was frustrated so a replacement was requested. Good faith attempts to obtain the device back for analysis have been unsuccessful to date.